Event description:
Rn gave sign off to rn in station and went to lunch. Covering rn heard pump alarming. Alarmed "communication error" maintenance intravenous fluid (mvif), vaso, levo, and fentanyl going through that pump. Covering rn attempted to reset pump without success and had to transfer all drips to new brain depriving patient of needed lifesaving medications. No patient harm.